Manufacturer narrative:
The device remains in use supporting the patient and was not available for evaluation. No further issues have been reported. The cause of the reported sealed outflow graft kink could not be determined. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.

Manufacturer narrative:
(B)(4). Approximate age of device - 24 days. The patient remains on lvad support. No additional information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device on (B)(6) 2016. It was reported that the patient experienced a series of low flow alarms. The patient was given fluid estimated pump flows and pulsatility index values returned to normal. Review of the system controller log file by the manufacturer¿s technical services representative revealed a sudden drop in estimated pump flow values on (B)(6) 2016 which continued for the remainder of the log file. No other unusual events were noted. Subsequent log files from (B)(6) 2016 showed constant low flow alarms. The patient reportedly had no clinical symptoms. A system controller exchange was performed which did not resolve the issue. The patient returned to the operating room for removal of approximately 4 inches of the outflow graft as it was observed to be kinked just distal to the outflow graft bend relief. No further information was provided.